Event description:
It was reported that the scope had an unknown scope not recognized error. No harm reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: protector of universal cord on s-connector side is sticky and e315 occurred with no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the data connector not recognized malfunction: corrosion on plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.